Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The pump was received with normal operating currents. No unexpected failed battery test alarm was noted. The pump passed displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call of a failed battery test and button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she received a low reservoir alarm and was not able to clear it using the escape or act button. The customer stated that she removed the battery and received a failed battery test. The customer was advised that the (B)(4) aaa alkaline batteries are the most effective for pump use. The customer also stated that the buttons are not working properly. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.